Event description:
It was reported that a patient developed a blister on the jawline after laser hair removal treatment with the elite iq device on (B)(6) 2026. The cynosure lutronic clinical team followed up with the treatment clinic and confirmed that, on (B)(6) 2026, the patient was evaluated by the account's medical director and prescribed oral bactrim and topical polysporin. A trained cynosure lutronic field service engineer completed device evaluation and functionality testing, with passing results, and confirmed that the device was functioning as intended. The cynosure lutronic assistant medical director was also consulted and recommended supportive care, including gentle cleansing of the affected area twice daily and application of an emollient, such as aquaphor or vanicream, to support healing and maintain the skin barrier. Follow-up with a plastic surgeon or dermatologist was also recommended for scar care and long-term cosmetic management. At this time, the root cause of the blister remains undetermined. The patient reported no relevant medical history, current medications, or topical product use, and the provider reported no intentional deviation from standard technique or device settings. However, review of the treatment parameters found that a 20 mm spot size was used on the face, which is outside established clinical guidelines. Although this spot size was used across the entire face, the reaction was isolated to one area; therefore, its use alone cannot be confirmed as the definitive cause. A zimmer cooler was used at level 5 for epidermal protection and patient comfort, and the patient denied applying ice immediately after treatment. Although both the provider and patient denied prolonged cold exposure, the localized nature of the injury suggests that a cooling-related mechanism may have contributed to blister formation. Blistering is an expected side effect of this type of treatment; however, this event is considered reportable under FDA medical device reporting requirements, 21 cfr part 803, because the reported blister may result in scabbing and scarring, creating a risk of permanent injury. Confirmation from the cynosure lutronic medical director should be obtained before finalizing this reportability statement.